Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h12g26014 and h12i22035 and no exceptions were observed that were related to the reported condition. The problem was not confirmed. No device malfunction or use error was identified. No assignable cause was determined.

Event description:
It was reported that a patient experienced and was hospitalized for peritonitis coincident with therapies for peritoneal dialysis (pd). The cause of the peritonitis was unknown. On an unreported date, the patient was treated with unspecified antibiotics. The patient was later discharged from the hospital and transferred to a rehabilitation center. Pd therapies were ongoing. At the time of this report, the patient had not yet recovered from the event of peritonitis. (B)(4). This is report 1 of 2.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information become available, a follow-up report will be submitted.